Event description:
It was reported that a beta bionics ilet user was in the learning phase and had a hypoglycemic episode of 40 mg/dl blood glucose (bg). The user corrected with a soda and donut and required some assistance from a tsa agent at his work. The user was set up with additional training on managing bg. No further medical assistance was required during this episode.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.